Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pancreatoduodenectomy, while being applied on the incision and anastomosis of the gastric tissue, the staples did not attach the tissue after firing and exploded. Another reload was used to complete the case. There was no patient injury.